Event description:
It was reported to philips the device was dropped damaging the battery latch. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.